Manufacturer narrative:
Per user guide: check your insulin pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) lowered too quickly (78 mg/dl). Customer alleged pump basal rate might have been set too high. Customer discontinued pump therapy. Reportedly, customer met with healthcare provider to discuss pump settings.